Manufacturer narrative:
Details regarding this event were reported directly by the customer in medwatch #mw5101997. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer provided a cgm bg reading of 48 mg/dl, and a meter bg reading of 156 mg/dl. This level of inaccuracy does not present significant clinical risk according to the parkes error grid. Reportedly, customer's bg level increased to 200-250 mg/dl and the customer experienced heart palpitations and difficulty breathing. Additionally, the customer lost consciousness due to a low bg (value not provided). No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.